Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit occasionally fails to inflate. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions, event name and address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country: china), e2, e3, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10 additional information: e1(initial reporter: (B)(6)) it was reported that cardiosave intra-aortic balloon pump (iabp) issue with the device occasionally fails to inflate during user. A getinge field service engineer (fse) communicate the failure with the customer, the equipment occasionally fails to inflate, and the microvial balloon is used, and no personal damage is caused. He device test drive negative pressure leak test failed and apply for k7k8 valve group waiting for replacement. The equipment is returned to the department and informed that it is prohibited to be used clinically. On february 8th, the arrival of the valve group was replaced, and the leak test of the test equipment failed. The equipment was returned to the department, and it was forbidden to be used clinically. On february 13th, silicone grease was applied to the sealing ring of the k7k8 drive valve joint, the pressure of the drive regulator was calibrated, and the equipment was tested. Compliance with factory factory parameters. The device was returned to the department and approved for clinical use. There was patient involvement but no harm reported.

Event description:
N/a